Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir has air bubble anomaly. The blood glucose was unknown at the time of the incident. Approximate size of air bubbles is bottom of the reservoir and 5 inches long location of bubbles. Air bubbles were noticed by customer during therapy. Customer did not want to troubleshoot. Customer also reported bent cannula on infusion set and also had a leak in the reservoir. Customer stated that, the leak occurred at the transfer guard. The reservoir will not be returned for analysis.